Event description:
One day post-uae admitted to emergency room. Required surgery to repair hole in uterus and bowel. Radiologist who performed the uae could not be reached by pt and emergency room physicians.